Manufacturer narrative:
Unit received with light moisture damage to keypad traces. Unit received with corroded electronic assemblies. Unit received with corroded motorhome switch. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 185 mg/dl. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.